Event description:
The customer stated that falsely elevated architect stat high sensitive troponin-I results were reported out of the laboratory for 20 patient samples. The customer uses a cutoff of 0.04 pg/ml. Results greater than 0.04 pg/ml are considered positive. (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2021-00189 under a different suspect medical device. The suspect medical device was changed on november 5, 2021 upon further investigation of the customer issue. Service inspected the analyzer and performed several troubleshooting procedures. Service determined the 100ul buffer pump to be the likely cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.